Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife would not cut during surgery. An alternate knife was obtained in order to continue and complete the procedure with no harm to the patient. Additional information has been requested, but is not anticipated.